Event description:
A (B)(4) distributor contacted zoll customer support to report an unknown (B)(6) patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.